Event description:
Hcp reported an inflammatory mass. Pt will undergo explantation in 2001, followed by reimplantation. The event is ongoing without sequelae.

Event description:
Hcp reported an inflammatory mass. Patient will undergo explantation in 2001, followed by reimplantation. The event is ongoing without sequelae.